Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. After receiving guidance from technical support to reset the pump, the caller successfully started their sensor session without any further cgm errors.